Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the adapter device and the reported condition that the device was broken at the t-handle was confirmed. An assessment was performed and it was determined that the t-handle was broken into two separate pieces. It was determined that the device was most likely side loaded when used with the impactor device which is not what the device was designed for (user error) or it had been dropped. The assignable root cause of these conditions was determined to be traced to the user. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the adapter device was broken at the t-handle. During in-house engineering evaluation it was observed that the t-handle was broken and separated into two pieces. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.